Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 62/ã¸ 56, code v item# 0100214062 lot# 2342308/03. Metasulâ® ldhâ®, head, 56, code v, taper 18/20 item# 0100181560 lot# 2350418. G2. Report source: switzerland. The durom cup and the large diameter head were returned for investigation. The adapter could not be separated from the head, therefore the contact surface between the head and the adapter is not accessible for examination. Signs of fretting corrosion can be seen on the adapter taper. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision approximately 18 years post implantation due to pain and "metal abrasions". The metal-on-metal head, cup, and adapter were revised, and a new head, liner, and cup were implanted. Diligence is completed and no further information on the reported event has been provided.